Event description:
Front wheel of the recliner broke during treatment causing the recliner to tilt. No injury to the patient.

Manufacturer narrative:
(B)(4) model 85 series standard recliner, serial number/date code is unknown. However, information received reported it as being (B)(6) 2012 , and is unable to be confirmed. The owner's manual part number was issued with this device and is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The reporting facility was contacted for additional detail. The device has been in use for approximately 1 year, 8 months. The device is presently not being used and will be repaired. The malfunction has not been confirmed.